Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue, spoke to site and they mentioned that the imaging system memory positions were working again. Tested system and it is working as intended and back in use. No site visit required. No parts ordered from manufacturer, so no parts returned for evaluation. No further issues reported. This review was performed as a result of recent changes/improvements to the (B)(4) medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported from the site that the imaging system was not saving gantry positions. There was no patient present when this issue was identified.